Event description:
It was reported that the patient presented for a lead replacement procedure. Prior to the procedure, it was noted that right atrial lead exhibited noise over-sensing, intermittent loss of capture, impedance changes of high and low pacing impedance. The lead was explanted and replaced. The patient was in a stable condition.